Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was placed via the right internal jugular vein. Healthcare professional alleges a fracture near the insertion site. The patient status is unknown at this time.

Manufacturer narrative:
Additional information was received from the complainant on (B)(6) 2018, advising the explant date is unknown. The device was explanted. The fields were updated accordingly. A complete manufacturing review could not be conducted as the lot number is unknown. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged catheter fracture issue as no objective evidence has been provided to confirm any alleged deficiency with the device. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the catheter was placed via the right internal jugular vein. Healthcare professional alleges a subcutaneous fracture near the insertion site. The catheter and port body were removed from the patient. There was no reported injury to the patient.

Manufacturer narrative:
Additional information was received from the complainant on 8/19/2018 , the associated fields were updated. The investigation summary below was unchanged. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the catheter was placed via the right internal jugular vein. Healthcare professional alleges a subcutaneous fracture near the insertion site. The catheter and port body were removed from the patient. There was no reported injury to the patient.